Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the tether assembly. The fse completed the preventive maintenance (pm) with a full calibration and functional check per the factory calibration procedures. The iabp was returned to the customer and cleared for clinical use. The following was performed by the technician of the maquet failure analysis and testing (fat) department wayne, nj. The failure analysis and testing department received the following parts associated with this complaint: tether assembly this part was received with a reported failure of broken tether. Performed visual inspection of this part received and observed tether was broken. Due to broken part failure analysis and testing department cannot do further investigation. Retaining part in fat dept. As per procedure.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) a broken tether was found. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.